Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred years after the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16958897.